Manufacturer narrative:
The user facility did not report any failed processor cycles. It was confirmed that all cycles passed successfully and the system 1 express and system 1 plus processors are operating properly. Steris collected samples of the reported residue and facility water for analysis. Results of the analysis attributed the staining to an inert s40 ingredient and other compounds introduced by the facility's water. It was determined that improper tray cleaning practices contributed to the staining condition. The system 1 express and system 1 plus operator manuals instruct the following regarding daily tray cleaning practices: "wipe the inner surface and seal, processing tray/container, and accessory rack with a soft cloth dampened with 70% isopropyl alcohol."a letter was sent to the user facility on 6/13/2013 explaining the need to clean the processing tray with 70% isopropyl alcohol daily as described above and informing that cytotoxicity testing performed demonstrated the staining "is not indicative of a condition that poses risk to patients."

Event description:
The user facility reported residue and yellow staining on system 1 express and system 1 plus processor trays. The facility cancelled patient procedures as a result of the reported staining.